Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the implantable cardiac monitor exhibited a failure to interrogate issue. No intervention was performed and patient condition was unknown.

Manufacturer narrative:
The reported event of failure to interrogate was confirmed. As received, a complete device was returned and was not able to establish telemetry. Analysis of session records indicated the device was within the normal range of operation and the battery voltage reached end of life (eol) due to normal usage. A longevity assessment was performed, and the implant duration exceeded the total projected longevity indicating normal battery depletion. No other anomalies were seen.

Event description:
New information noted that the implantable cardiac monitor was explanted and the patient's condition throughout the procedure is unknown.